Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g2 literature source: gilman, et al. "Delamination of a lumen-apposing metal stent with tissue ingrowth and stent-in-stent removal." Gastrointestinal endoscopy (2023); doi https://doi.org/10.1016/j.gie.2023.04.2087 block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a04 captures the reportable event of stent cover damaged/defective. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f2301 captures the reportable events of additional stent placement and removal of both stents. Imdrf impact code f2202 captures the reportable event of esophagogastroduodenoscopy (egd) was performed post stent placement.

Event description:
Boston scientific became aware of event involving axios stent and electrocautery enhanced delivery systems through the article, delamination of a lumen-apposing metal stent with tissue ingrowth and stent-in-stent removal, by andrew gilman, et al. Per the article, an axios stent and electrocautery enhanced delivery system was implanted to treat a gastric outlet obstruction as a consequence of alcohol-induced acute on chronic pancreatitis during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on an unknown date. Stent exchange was recommended not more than 12 months. Fifteen months post stent placement, esophagogastroduodenoscopy (egd) was performed, and it was found that the stent was nearly completely delaminated (devoid of covering) and was obstructed by ingrown gastric mucosa. The stent lumen was dilated to 20 mm using a balloon to facilitate direct visualization and an agile stent was placed across the lumen-apposing metal stent (lams) to facilitate subsequent removal with the stent-in-stent technique. Six weeks later, both stents were successfully removed. Note: it was reported that the axios stent and electrocautery-enhanced delivery system was implanted for fifteen (15) months. The IFU states, "axios stent implantation should not exceed 60 days; performance beyond 60 days has not been established." The axios implantation period should not exceed 60 days. It was reported that the axios stent and electrocautery-enhanced delivery system was implanted to treat a gastric outlet obstruction. The IFU states, "the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios is not indicated to be implanted in a gastric outlet obstruction.